Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error 25. Adapt indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer stated that power error detected recurred within a week of previous troubleshooting occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis